Event description:
Customer reports that a patient sample test with mts a/b/d monoclonal and reverse grouping card lot # 010606037-07 gave false positive reactions in the anti-d microtube.

Manufacturer narrative:
Sample was not returned for evaluation. The customer is confident that the incident occurred as a result of tech error (i.e. Cross contamination of anti-b into anti-d microtube) or an incorrect sample draw. The customer reported that the discrepancy was not caused by a defect in the gel card. The customer reported the incident for tracking purposes. Product labeling states: false positive or false negative test results may occur from bacterial or chemical contamination of test materials, inadequate incubation time or temperature, improper centrifugation, improper storage of materials, or omission of test samples. Although the customer is confident that the incident occurred due to tech error or incorrect sample draw, the mts a/b/d monoclonal and reverse gel card lot# 010606037-07 could not be ruled out as a contributing factor with the information provided.